Manufacturer narrative:
The device remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Seven months later the device was electively explanted and replaced and has since been returned for analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted noted tooling marks and body fluid contamination in the lead barrels. The lead seal marks in the lead barrels show all the leads were completely inserted into the header. Further review noted the daily right ventricular (rv) lead impedance measurements slowly rose to greater than 3000 ohms during the last year. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that a red alert was issued by the latitude remote monitoring system due to the right ventricular lead exhibiting high pacing impedance measurements. The impedances had been trending upward from 1100 to >2500 ohms. Pacing thresholds were also increased. The device has has approximately one year longevity remaining so the system will be followed until replacement, unless sensing issues occur. No adverse patient effects were reported.